Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were intermittent alarms on the perfusion system. The device was not changed out, as the perfusionist (ccp) turned off the alarms. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: during cpb, there were a number of alert audible tones (about six), but no visual messages were posted on the central control monitor (ccm). In the past, they have had experienced similar type alerts, including periodic de-coupling of level sensors that re-couple quickly prior to posting a message on the ccm. There were no pump responses to any of these alerts (no slowing down or stoppage of any pumps). The ccp was not able to determine the cause of these audible alerts, so he elected to turn off both the level sensors and air sensor for the remainder of cpb. After turning off these safety systems, no additional audible alerts were experienced during the remainder of cpb. The case was completed successfully with delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Per the field service representative (fsr), the user facility's biomedical engineer (biomed) was in communication with technical support. The biomed wants to repair this device himself now that technical support has assisted him on replacement parts. This complaint is related to MDR #1828100-2014-00479 and 1828100-2014-00506.